Event description:
It was reported an issue with monosyn suture. The client reported that at 7:40 on (B)(6) 2022, the package was opened and found that the needle and thread were detached and could not be used continuously. Because it was timely found and replaced, this event had no adverse consequences to the patient, but it causes waste of consumables. Additional information has not been provided.

Manufacturer narrative:
Analysis and results: there are previous complaints of this code batch for the same issue, all closed as not confirmed after the analysis. We manufactured and distributed in the market (B)(4). There are no units in stock in b. Braun surgical's warehouse. We have not received any samples or pictures showing the defect. Without closed and/or defective samples a proper analysis cannot be performed. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, there is an open CAPA in the system to correct/prevent this defect to happen.